Event description:
According to the reporter: during the case, the device delivers an inaccurate clip and has to be removed and/or replaced. The mammary artery was cut.

Manufacturer narrative:
(B)(4).